Event description:
Additional information was received on 2019-jun-07 by a consumer reporting that the implantable neurostimulator (ins) and controller would only charge up to 70%. The reporting consumer confirmed that they had not been touching the controller and was reading the controller information correctly. The patient planned to contact a manufacturer representative. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical product: product ID 97745, serial# unknown, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient thinks there is something wrong with their device because after only a few days of partial use the controller showed a message, ¿battery low. Recharge implant soon¿. The patient stated that they had since shut their device off because they saw that message and said they ¿saw stars¿. The patient stated that they were not touching the device/external equipment until they saw a manufacturer representative (rep) or healthcare provider (hcp). The patient stated that since their therapy was shut off they were uncomfortable and in pain. The patient stated that they would have to sit on the couch and watch the ¿boob tube¿ until they could get seen by a rep or hcp. The patient stated that if they didn't move much they were not in pain. They stated that when the device was on they were only getting stimulation in one leg and they needed to get stimulation to cover a larger area. They tried multiple programs and nothing worked. The issue of stimulation being in only one leg occurred since (B)(6) 2019 and the pain and being uncomfortable began on (B)(6) 2019. Patient services attempted to review information, but the patient insisted that something was wrong with their device and that it needed to be checked by the hcp or rep. The patient stated that the device should not need to be recharged after 24 hours of being turned on. The patient has an appointment scheduled for (B)(6) 2019. No further complications were reported/anticipated.